Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("incorrect release of essure device with breakage of delivery catheter"), complication of device insertion ("bilateral placement was not performed") and complication of device removal ("immediate removal of device was required, but incomplete") in a female patient who had essure (batch no. He011rg) inserted for female sterilisation. Other product or product use issues identified: device deployment issue "incorrect release of essure device with breakage of delivery catheter" on (B)(6) 2017 and wrong technique in device usage process "handling error" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and complication of device removal. At the time of the report, the device breakage, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("incorrect release of essure device with breakage of delivery catheter"), device deployment issue ("incorrect release of essure device with breakage of delivery catheter"), complication of device insertion ("bilateral placement was not performed") and complication of device removal ("immediate removal of device was required, but incomplete") in a female patient who had essure (batch no. He011rg) inserted for female sterilisation. Other product or product use issues identified: wrong technique in device usage process "handling error" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue, complication of device insertion and complication of device removal. At the time of the report, the device breakage, device deployment issue, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and device deployment issue with essure. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 2149 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2018: update of quality-safety evaluation of ptc, event "handling error" added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("incorrect release of essure device with breakage of delivery catheter"), device deployment issue ("incorrect release of essure device with breakage of delivery catheter"), complication of device insertion ("bilateral placement was not performed") and complication of device removal ("immediate removal of device was required, but incomplete") in a female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue, complication of device insertion and complication of device removal. At the time of the report, the device breakage, device deployment issue, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and device deployment issue with essure. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jul-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("incorrect release of essure device with breakage of delivery catheter"), device deployment issue ("incorrect release of essure device with breakage of delivery catheter"), complication of device insertion ("bilateral placement was not performed") and complication of device removal ("immediate removal of device was required, but incomplete") in a female patient who had essure (batch no. He011rg) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue, complication of device insertion and complication of device removal. At the time of the report, the device breakage, device deployment issue, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-may-2017 for the following meddra pt: device breakage: n° 1628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious